Manufacturer narrative:
The user facility stated that the employee did not review the expiration date on the s40 sterilant concentrate container/cup before it was placed in the system 1e processor. The user facility confirmed that only one cup of expired sterilant was utilized in the system 1e. The lot of s40 sterilant concentrate subject of the reported event was removed from the user facility. The user facility has implemented an internal policy for warehouse personnel to review the expiration date on s40 sterilant concentrate before it is shipped to the user facility and a policy for user facility personnel to review the expiration date of incoming s40 sterilant concentrate from their warehouse. Steris performed in-service training on the proper use and handling of s40 sterilant concentrate.

Event description:
No adverse affects have been reported.

Event description:
The user facility reported that expired sterilant was utilized in a system 1e processing cycle. A scope was present and was subsequently used in a patient procedure.

Manufacturer narrative:
The user facility reported that the chemical indicator present during the cycle evidenced passing results. The system 1e operator manual states (pp. 3-2), "always read the package insert for s40 sterilant concentrate for detailed information, including warnings and precautions, directions for use, storage conditions and expiration date, emergency and safety information, and sterilant container disposal instructions." The s40 sterilant concentrate directions for use states: "check that the manufacturer's expiration date has not lapsed. Do not use the s40 sterilant concentrate container past the manufacturer's expiration date." The system 1e operator manual further states (pp.7-2), "do not use s40 sterilant concentrate past the expiration date printed on the carton." The system 1e operator manual states: "operation of the processor-step 3: add s40 sterilant concentrate. Carefully inspect the carton containing the s40 sterilant concetrate for evidence of damage or expiration. Note: if the sterilant carton is damaged or expired do not use the container; refer to package insert for s40 sterilant concentrate or section 3 of this manual for disposal instructions for partially filled, leaking, damaged, or expired containers and the required use of additional ppe." Steris has offered in-service training on the proper use and handling of s40 sterilant concentrate and the user facility accepted. Devices cannot be assured to be properly processed unless in accordance with system 1e/s40 sterilant concentrate instructions for processing and use. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.